Event description:
It was reported that the patient presented for routine device changeout procedure. During pre-procedure analysis, it was noted that the right atrial (ra) lead had a history of low pacing impedance, several episodes of oversensing of noise were also noted. Lead insulation breach was suspected. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.